Manufacturer narrative:
The getinge field service engineer (fse) found that the noise was generated due to deterioration of the internal fan of the crm at the catheter extension tube insertion port. The fse replaced the crm assembly (0097-00-0986-06). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cs300 intra-aortic balloon pump (iabp) had an abnormal noise louder than the crm's internal fan was generated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cs300 intra-aortic balloon pump (iabp) had an abnormal noise louder than the crm's internal fan was generated. There was no patient involvement.